Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Three pins in the middle of the jaws were not connected during tigerpaw system ii device use. Suture(s) was (were) used to complete procedure. No known patient effect. No blood lost referred to this event.